Event description:
Bd 60 ml syringe with luer-lok tip ref #(B)(4). The product's overwrap bleeds onto sterile gloves when syringes are removed from overwrap. Leaves a powdery-dark blue residue on sterile gloves.